Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing of the catheter is confirmed, but the exact cause could not be determined. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter revealed abundant blood use residues throughout the returned catheter. It was observed that the gray lumen was broken and missing from the device. A microscopic observation revealed the fracture edges to be uneven and sharp. The fracture surface appeared to be dull with ¿c¿ shaped impressions leaking into the fracture site. Although a fracture in the catheter could be confirmed, the exact circumstances leading to the damage could not be determined. Based on the location of the damage, it is possible that catheter securement, access or maintenance techniques may have been contributing factors. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that product malfunctioned when the hub of the PICC broke free from the lumen. Patient required additional procedure to place new line and then required additional x-ray imaging to confirm placement.